Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer muscular ventricular septal defect (vsd) occluder was chosen for a ventricular septal defect (vsd) procedure using an unknown size abbott delivery system. During the procedure, the device was deformed and not uniform. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The doctor cancelled the procedure. There was no reported adverse consequences. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.